Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose of 400mg/dl, and the insulin pump was not giving her any insulin. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime and the insulin did exit. The time, date, and basal rates were correct. Reviewed the alarm history and found several low reservoir alarms and a no delivery alarm. Checked the bolus history and found that the customer was not bolusing correctly. The caller stated that the one touch meter does not enter the glucose level or carbohydrates automatically, and she has to do manually. Contacted the customer and found that she was hospitalized with low blood glucose of 12mg/dl and does not know the cause of the admission. No further information was provided.